Manufacturer narrative:
Additional information was received indicating that 2 years and 7 months post implant of this annuloplasty band, it was explanted and replaced with a bioprosthetic valve due to mitral insufficiency. The annuloplasty was reported to be fully functional and not the cause of the mitral insufficiency. No further adverse patient effects were reported. The patient's weight was requested; however, this information was unable to be obtained. The product specimen will not be returned for device evaluation.

Manufacturer narrative:
Additional information has been requested, but no new has been received to-date. The product has not been received for analysis. Without receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 7 months post implant of this annuloplasty band, it was explanted and replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.